Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusions), h11 corrected field - e3 (occupation) it was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a light red color condensation in the helium tubing. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer had replaced the balloon but there was the same red condensation in the second helium tubing. A video call between the customer and personnel took place and showed a fuzzy image of pink/light red color fluid in the helium tubing approximately 4-6 inches from the pump. Personnel confirmed there was no blood in the helium tubing near the balloon with either balloon. It was recommended to change the pump, helium tubing, and balloon. Personnel explained the most likely cause of the red color condensation so close to the pump without blood or discoloration near the balloon, was there had been a balloon leak previously with the pump, and blood had backed up in the pump. Personnel spoke with a physician and explained their recommendations. Esp personnel reviewed with the customer that once everything was changed, they would need to make sure there was no blood anywhere in the helium tubing. A bit later, personnel confirmed with the customer there was no blood associated with the new pump when the patient left the cath lab.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had light red color condensation in the helium tubing. There was no harm reported.